Event description:
Patient reported it was suggested they have a CT scan and will see their hcp on (B)(6) for review of CT scan.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient wanted to tweak their settings a little bit so they could improve the intensity, but lost their rep's information. Patient said they would like to increase settings to see if that would help them. Patient said they had tried increasing the intensity on the controller, but that didn't seem to help. Patient then said they didn't feel stimulation on the left side, even though they had the intensity higher than what the right side was, and had noticed the issues since implant. The patient was redirected to their healthcare provider to further address the issue and contact a rep.